Manufacturer narrative:
Pt age at time of event: unknown. Pt sex/gender: unknown. Explant date. If explanted, give date: not applicable; lens remains implanted at time of report. Concomitant product. Eyefill viscoelastic; 1mtec30 cartridge, lot cp01597. Initial reporter. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. The surgeon used eyefill as viscoelastic (ovd) and a 1mtec30 cartridge. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Concomitant medical product: cartridge model 1mtec30, lot cp01597. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.